Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a threshold test on the cardiac resynchronization therapy pacemaker (crt-p) the screen of this programmer flickered and the health care professional (hcp) was unable see what was going on. It was noted the screen was unresponsive and as a result, the patient had three seconds of asystole. It was also noted the external electrocardiogram (EKG) that was hooked up to the patient was also acting weird at the same time. The nurse in the room next door was using a medtronic programmer at the same time and also experienced similar results. It was suspected to be some sort of electrical interference causing the programmer anomalies. No additional adverse patient effects were reported. This programmer has not been returned to boston scientific.